Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating scratches on the insulin pump. The customer's blood glucose reading is unknown. The customer stated that there are scratches on the screen and under certain lighting; the conditions get a little hard to see. The customer refused to do a displacement or self-test. The customer was advised to monitor the pump.